Event description:
Anesthesia was utilizing an endobronchial blocker tube for selective lung intubation prior to heart surgery. The balloon and white tip of the tubing broke off during insertion. All foreign bodies were safely extracted.